Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was done. There were no patient consequences.

Manufacturer narrative:
The report event of premature battery depletion was not confirmed by analysis. The device was below elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. No device anomalies were found.

Event description:
New information received notes that the device was explanted and replaced. There were no patient consequences.